Event description:
The report company received from the affiliate indicated that the coil system failed to rezip during attempts to remove the system. The procedure was a carotid cavernous fistula. The 3x8 orbit coil was first used, but the physician decided to change it to another size. He reversed that steps and re-sheathed the coil; however, when he tried to rezip the unit using the orange zipper, it failed to move from its proximal location. The physician finally decided to pull the entire system out. There was no report of patient injury. The product is available for evaluation and testing; however, it has not been received to date.